Manufacturer narrative:
Follow-up #1 date of submission 10/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2015 with the following findings: a review of the pump black box data showed a low battery alarm on 08/13/2015 followed by a replace battery alarm. Low battery voltages were recorded. The battery was replaced and the battery voltage was observed to be high. The pump then ran for 36 hours with no indication of a power loss. During testing, the pump powered on normally. The pump¿s current draws were found to be within specifications. The pump was exercised for 24 hours with no alarms or power issues. A replace battery alarm was reproduced during testing and the pump emitted a visual and audible alert. The pump cover was opened and no internal defect was found. Unrelated to the initial complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.